Event description:
The pt underwent a diagnostic procedure. The radiologist attempted arteriotomy closure with a techstar xl 6 fr. Device. When deploying the device, the anterior needle did not present. Fluoroscopy to locate position of the posterior needle was prevented due to a power outage (hurricane floyd). Backdown was not attempted and the posterior needle was removed. The radioloigst performed a cut down and removed the anterior needle from the artery. The pt recovered without incident. The radiologist noted that the stick was deep and required excessive pressure to maintain adequate marking.